Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported pump not turning on with loaded slide clamp which was reproduced. The reported condition was verified. The cause was determined to be the failed upper hook. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on with loaded slide clamp during programming/set-up. The event date and the location where the event happened were not provided. There was no patient involvement. No additional information is available.